Event description:
It was reported that the patient presented during clinical follow-up. Interrogation noted that the right ventricular lead failed to capture. X-ray confirmed the right ventricular lead was dislodged. The reported lead was explanted and replaced on (B)(6)2023. The patient was in stable condition.